Event description:
It was reported that a user experienced a hypoglycemia event detected by a sensor reading of 53 mg/dl without symptoms, treated with fast-acting carbohydrates and food, after which a capillary glucose measured 68 mg/dl and later 96 mg/dl while the sensor continued to display a low value; a new sensor had been applied shortly before these measurements. Symptoms included asymptomatic low blood glucose. Outcomes included recovery following oral carbohydrate administration with no medical intervention or hospitalization. Investigation included user education and troubleshooting, confirmation of low glucose by fingerstick testing, and monitoring of post-treatment trends. Investigation of this case revealed no device malfunction and suggested a possible transient sensor-reader discrepancy associated with early sensor warm-up and timing of meal announcement and treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.